Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/27/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned to the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed no viscoelastic residue in the device. A part of the intraocular lens (iol) was received out of the device with a haptic detached and the optic broken at the edge. The other piece of the lens was observed caught at the cartridge tip. The customer's reported complaint was verified. The condition in which the product was received is compatible with a unit that was handled and prepared for surgical process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Not applicable as the lens was not fully implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was inserted into the patient's eye but it did not deploy from the delivery system. No further information was provided.